Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt reported they were seeing the settings not available cannot provide your desired intensity settings message since last week on wednesday. Patient noted they have groups a, b and c and adaptive stim and they set the intensity to where if they wanted to go from 4. 0 to 5. 0 they could do that, but they can't do that anymore. Pt can only increase to 4.4. But, nothing was increased to their knowledge. Patient then mentioned they were in bed one night trying to turn the intensity and bumped the screen and it went to a different screen. Patient asked if there was a possibility that they could have bumped something and changed the settings. Pt stated since the screen was bumped, there was a day where controller would not turn on or off but resetting resolved the issue. Agent recommended to monitor external devices with replacement recharger (see pe 706451369) and can call back if issue persists. The patient was redirected to their healthcare provider/rep to further address settings not available message. Additional information was received from the patient via manufacturer representative. It was reported that there was high impedance, electrodes 2 and 5 had 40,000. Settings not available, out of regulation (oor), loss of stimulation, shock was reported. Return of pain new pain (unrelated to baseline). Pain at ins site, discomfort/soreness/pinching was reported. Pt reports having to lift her mother over the past several months due to her mother¿s health condition. Pt states her mother weighs 230lbs. Hcp notified of issue. At follow-up 5/7, hcp took an updated x-ray. Leads have not shifted too much based on x-ray but lead 0-7 is appearing to have high impedances. Re-arranged programming to be using viable electrodes. Pt on high density (hd) programming.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was unknown if the leads shifted as the rep who covered the implant did not upload the implanted lead images. Currently, both leads were at top t8 according to the updated image. The rep programmed around impedance electrodes to avoid using those electrodes. They had not yet received an update from the patient after the reprogramming was done. If this issues persists, the hcp discussed possible lead revision with the patient. This information has been confirmed with the hcp.